Event description:
It was reported to boston scientific corporation on april 3, 2008, that a hydratome rx sphincterotome device was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure in 2008 (female; weight unknown). According to the complainant, the tip of the device was torn in the patient. The case was completed with another hydratome rx sphincterotome device. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device revealed the tip of the device was split/cracked. The tip appears to have been split due to contact with the endoscope while the wire was being moved. A review of the device history record for the pertinent lot was performed; no anomalies were noted.